Event description:
Customer response on may 22, 2024. The catheter was not found broken in packaging. The catheter was inserted in patient. Upon a failed attempt at IV insertion when the rn pulled out the catheter the plastic sheath that covers the needle was only partially intact, with the remaining portion left in the patient. (B)(6) 2024. 1. Bedside ultrasound was used to confirm the catheter fragment was retained in the patient, but not in the vasculature. 2. Left antecubital. 3. The catheter was removed while the patient was in surgery for another issue. An incision was made, the catheter removed, and stich placed.

Manufacturer narrative:
Reply to queries offered additional information. See tab b. MDR changed to indicate serious injury.

Event description:
It was reported that bd insyte autog bc catheter sheath breaks. The following information was provided by the initial reporter: there is an issue with a plastic IV catheter sheath breaking off. Injuries or adverse event: no.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint of a break in the catheter was confirmed from the photograph that was provided for investigation. The photo showed two 20g insyte autoguard IV catheters side by side. The length of the catheter tubing differed between the two samples. The microscopic features of the catheter tubing could not be discerned from the photograph; therefore, the root cause and contributing factors of the reported issue could not be determined. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.